Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. Legal matter.

Event description:
It was reported by patient's attorney as a result of a legal claim that allegedly on (B)(6) 2020 the patient underwent surgery to repair a right subtrochanteric femur fracture he sustained in an automobile accident. It is further alleged that the gamma nail broke at the lag screw and was revised on (B)(6) 2021.